Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak ((B)(4)) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles in device inner surface and one curved opening. A microscopic analysis and leak test were performed which identify one sharp opening and one striated opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. One opening striated in the side anterior assessed as surgical damage.

Event description:
Health professional reported a left side deflation. Device has been explanted.